Event description:
I use the mobile medical application mysugr along with the bundle called the mysugr bundle which is marketed by roche and which uses that app. This is a system where you are supposed to receive an unlimited supply of glucose strips based on usage as the app determines how many strips you have used and more are sent to you. I have repeatedly written to the company that the mobile medical application, mysugr, is inaccurately displaying the estimated date at which I will be sent new strips. It fluctuated from saying either 11 to 15 weeks before I will receive new strips despite me almost being out. I had to ration my glucose strips as they refused to send the strips I had paid for because they said they had to rely on the algorithm of the app, which is a mobile medical application. The app is frequently wrong. They refused to tell me how many strips they thought I should have remaining and said I had to wait despite me continuing to run lower and lower on supplies. The app has malfunctioned in myriad other ways. As a result of rationing my strips, my glycemic excursions grew larger and larger and I was less able to control my diabetes. I now have no strips and may need to visit an emergency room as a result of the malfunctioning of this app and its ability to estimate when new shipments of strips should be sent out. For reporting these problems, my subscription was unilaterally terminated by mysugr. They made no attempts to troubleshoot issues and they gave no guidance whatsoever about contacting any agencies nor did they indicate themselves that they would contact the FDA regarding issues with the mobile medical application that would adversely affect not only me but others relying on the app and its associated service. FDA safety report ID# (B)(4).